Manufacturer narrative:
Additional concomitant products: rhbmp-2/acs, crosslinks, matrix, peek cage, rod. Two lots of rhbmp-2/acs were used during surgery (lots m110608aah and m110702aai). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Lot m110608aah will be reported as suspect device and lot m110702aai will be reported as concomitant product. Concomitant rhbmp-2/acs device information: infuse bone graft. Catalog 7510200, lot m110702aai, expiration 06/01/2010. Implant date: (B)(6) 2008. Device MFR: (B)(6) 2007. Fully investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that on (B)(6) 2005 patient presented with back pain and underwent lumbar discogram at l3-4, l4-5 and l5-s1. Per the findings, ¿patient did not have concordant pain at any level.¿ (B)(6) 2003 patient presented with lumbar radicular pain. Patient underwent lumbar intralaminar epidural steroid injection with fluoro scopic interpretation at l4-5. (B)(6) 2006 patient presented with low back pain. Patient underwent bilateral l4-5 and l5-s1 lumbar facet joint injections, facet arthrography with fluoroscopic interpretation and steroid injection. (B)(6) 2006 patient presented with low backpain. Patient underwent bilateral l4-5 and l5-s1 lumbar facet joint injections, facet arthrography with fluoroscopic interpretation and steroid injection. (B)(6) 2006 patient admitted with lumbar facet pain. Patient underwent radiofrequency ablation of lumbar medial branch at bilateral l3, l4 and l5. (B)(6) 2007 patient was admitted with low back pain. Discography was performed and indicated ¿the patient had concordant pain provocation at the l4-5 level. At the l3-4 level disk looked normal and there was no pain provocation whatsoever. At the l5-s1 level there was some pressure feeling which was not typical of his pain. Therefore, it was a negative disk also for concordant pain provocation.¿ 1/22/2008 patient underwent minimally invasive plif l4-5 to treat discogenic back pain l4-5. Infuse and radionics hardware was used. There were no noted complications. (Medical records note that the patient smoked prior to surgery.) Per the physician¿s notes, ¿in the recovery room, it was noted that he was desaturating progressively as he became obtunded. An oral airway was placed and supplemental oxygen was added¿¿ patient diagnosed with respiratory failure. (B)(6) 2008 consult noted ¿upper respiratory obstruction ¿ due to obstructive sleep apnea ¿ will need to continue with bipap at night as well as in the afternoon due to copd, narcotics ans osa¿ will consult pain management due to persistent pain as well as history of narcotic abuse.¿ patient discharged on (B)(6) 2008. (B)(6) 2008 patient presented to the ER with back pain. Patient complained of drainage from one of the incision sites as well as intermittent fevers since he was discharged from the hospital post-op. Per the physician¿s notes, ¿well-healing surgical incisions. No pus drainage. No surrounding erythema.¿ patient was admitted for back pain and fever. Patient was diagnosed with back spasms and discharged on (B)(6) 2008. (B)(6) 2008 patient presented with pain. X-ray of the lumbar spine indicated ¿osteolysis surrounding both pedicle screws in l4.¿ (B)(6) 2008 patient presented with swelling in the legs. X-rays of the chest indicated ¿stable left basilar scarring. No definite acute process.¿ (B)(6) 2008 patient presented with peripheral swelling in both legs. Venous duplex ultrasound of both lower extremities indicated ¿no evidence of dvt.¿ (B)(6) 2008 patient presented with shortness of breath with pedal edema. Echocardiogram indicated ¿mild concentric left ventricular hypertrophy with mild diastolic dysfunction but normal wall motion and systolic function. No significant valvular abnormalities.¿ (B)(6) 2008 patient presented with pain/fever. MRI of the lumbar spine indicated ¿unremarkable postoperative appearance status post anterior and posterior fusion at l4-5.¿ (B)(6) 2008 patient presented with cholelithiasis and chronic cholecystitis. Patient underwent laparoscopic cholecystectomy. There wer e no noted complications. (B)(6) 2009 patient presented with subcutaneous fatty inflammation at the site of recent incision. Patient underwent exploration of incision. Per the physician¿s notes, the patient ¿had an open cholecystectomy done¿ a year ago. He came to the office recently, stating he had an incisional hernia. He noticed a tender lump in the area, which he said would increase in size when he was coughing or sneezing¿ operative findings: no hernia defect was noted and the fascia was intact. There were 2 discrete areas along the surface of the fascia where there was quite a bit of inflamed fatty tissue despite this being a significant amount of time after the surgery.¿ there were no noted complications.

Manufacturer narrative:
Concomitant medical products: radionics hardware (implant (B)(6) 2008). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.